Event description:
My daughter had been in contacts for several months. She had trouble with irritation and dryness ,so we were told to switch to the amo complete moisture plus solution. She only used her contacts for 4-6 hours a day due to this issue. Our optometrist had been treating her for what he believed to be a herpetic infection of the eye, but wednesday morning before thanksgiving, when she got up, her eye looked so much worse and was blood red. We have a "no tolerance" agreement with the optometrist, so I called and my older daughter took her in to see him immediately. He was very startled by the appearance and sent them directly over to an ophthalmologist. After his exam, he went ahead and followed with a slightly different treatment for a herpetic infection. We saw the ophthalmologists, there are two that share the practice, on five occasions in 2006. At the 2004 visit, it was recommended we consult a corneal disease specialist. They felt there was a possibility she had acanthamoeba keratitis. We were sent to the specialist in 2006 for a consult and testing. The testing resulted in her diagnosis and treatment of acanthamoeba keratitis. This is long drawn out process of round the clock eye drops and many visits to the dr over months and months, which still has resulted in permanent scarring of her cornea, and significant visual changes. Used nine months, to soak contacts daily.